Event description:
It was reported that the patient presented in clinic for a generator upgrade procedure. It was noted that the implantable cardioverter defibrillator (ICD) inappropriately shocked the patient due to a rapid ventricular rate (rvr) caused by chronic atrial fibrillation (af). The patient was asymptomatic. The patient had an av-node ablation procedure to treat the chronic af, and the ICD was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of inappropriate/inadequate therapy and sensing anomalies could not be confirmed. The device was tested on the bench and using automated testing equipment, and no anomalies were found.